Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "proximal screw back out. No replacement device used, only the screw was removed." Additionally reported: "patient reported pain and x-ray shown indicated screw back out."

Event description:
As reported: "proximal screw back out. No replacement device used, only the screw was removed.". Additionally reported: "patient reported pain and x-ray shown indicated screw back out".

Manufacturer narrative:
The reported event that the "proximal screw" was alleged of implant - migration could be confirmed, since the provided x-ray images confirmed the reported event. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Therefore, from technical point of view a statement is impossible. However, provided x-ray images were forwarded to a healthcare professional for a medical statement ¿ his comments [excerpts]: ¿¿looks like something we would have called norif. No reduction internal fixation. The fracture is fixed in the post-traumatic deformity. Maybe the loosening of the screw contributed to it. But overall, the fracture is not adequately addressed with this nailing. Either reduce the fracture better and use the existing screw holes to stabilize or fix it with a plate.¿. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. H3: device was discarded.